Manufacturer narrative:
H11: the actual device was not available; however, a photograph was provided for evaluation. The photograph showed a pouch lot number h24c21093 only. Due to the nature of the sample, no further evaluation could be performed. The reported condition could not be verified or refuted. A batch review was conducted for suspect lot number h24c21093 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set leaked. This occurred during use of the device for peritoneal dialysis therapy. The patient rolled over and heard a "pop" sound followed by fluid on their bed. The "pop" was the tubing being pulled out at the end of the transfer set where the twistable clamp mechanism goes over the tubing. There was no report of patient injury or medical intervention associated with this event, however the patient was given antibiotics per protocol. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter phone number (additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.